Event description:
Report received per annual device tracking report. Explant reported due to infection. Investigation revealed pt exhibited symptoms of pain and increased "sed rate"-onset in 1999. The primary location of the infection was determined to be the catheter track. The device system was explanted in stages. The catheter was removed on the event date and the pump removed in 1/2000. The culture was positive for staph epidermidis and the pt was treated with IV and oral antibiotics and the infection was resolved. This pt has a history of hemochromatosis.